Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and two 33mm watchman laa closure device & delivery system (wds) were used. Each 33mm closure devices was deployed in the laa of the patient. Both devices did not meet release criteria and were successfully fully recaptured and removed from the patient. A third closure device was going to be used using a new transseptal puncture site. After the was was removed and before the new wire was inserted, it was noted that the patient had a pericardial effusion. The physician performed a pericardial tap to treat this. The effusion was still present so open heart surgery was performed.